Event description:
It was reported that the user experienced hypoglycemia while awaiting a replacement ilet, with the current pump¿s screen cracked and unresponsive and the device continuing to alarm; the user had reverted to manual injections and reported going low after administering 3 units post-meal. Symptoms included low blood glucose with a reported value of 68 mg/dl. Outcomes included self-treatment with oral glucose and resolution guidance to restore blood glucose above 70 mg/dl, with no hospitalization. Investigation included complaint intake, troubleshooting, and user education regarding hypoglycemia management and use of an alternate cgm app. Investigation of this case revealed that the pump¿s display damage and inability to interact with the device contributed to difficulty silencing alarms and monitoring, while the precise cause of hypoglycemia remained unclear given concurrent manual insulin dosing. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.